Event description:
It was reported that the system was explanted due to pocket erosion. Externalized conductors were observed upon explant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead was returned measuring 53.1cm in length from the header. External insulation abrasion at 9.5cm-9.8cm, 10.1cm, and 10.3cm from the connector pin was noted, consistent with friction to another device. Etfe coating of one re cable was abraded at 12.6 to 14.6 cm from connector pin. Internal insulation abrasion with externalized conductor was noted at 10.5cm-12.9cm from the connector pin.